Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump gave a "no disposable" alarm while in use with the cassette; there was 12ml remaining. Client tried troubleshooting, but the alarm stopped when a new cassette was placed. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time